Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving morphine (compounded, 10 mg/ml, 5.165 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient was in the intensive care unit (ICU) with symptoms, and when the pump was checked, a motor stall and recovery were noted. The patient symptoms included "bouts of confusion and signs of withdrawal" as well as a couple of falls. The patient was back in the ICU and the hcp was "confident it is off again." The reporter stated they did not mention any pump alarms. It was later reported that there were multiple motor stalls and recoveries which started "two weeks ago" ((B)(6) 2015). There were also multiple stopped pump period may exceed tube set messages noted in the logs. The patient did not recently have magnetic resonance imaging (MRI) and no electromagnetic interference (emi) could be identified. The event date was reported as (B)(6) 2015. Pump replacement was scheduled for (B)(6) 2015. The pump was subsequently replaced. Additional actions/interventions included shutting the pump "down to trickle mode". The cause of the motor stalls was unknown.

Event description:
Additional information received from the health care provider (hcp) reported that the patient's pump was repeatedly turning off and then back on again, and no alarm was heard with each stall. The manufacturing representative came out to check the pump, and was present when the pump stalled again. The representative was able to confirm that the pump was not alarming, and it should have been due to the stalls.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8731 serial# (B)(4) implanted: (B)(6) 2006. Product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative (rep). It was reported by the consumer that the patient had a faulty pain pump and it was replaced in (B)(6) 2015. It was reported that on (B)(6) 2015 a rep came to the hospital to verify the status of the pump. It was stated the patient was taken by ambulance to the hospital due to being incoherent and not able to walk. It was stated there were different physicians who treated the patient while they were in the intensive care unit. It was determined that the patient was going through morphine detox (withdrawals) and a healthcare professional and rep were called in to check the pump status and it was verified the pump wasn't working. The pump was replaced on (B)(6) 2015. The consumer stated the pump was returned to medtronic, analysis was done, and an analysis letter was sent back to the healthcare professional regarding the issue with the pump. No further complications were anticipated/reported.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Updated to reflect information received on (B)(6) 2017.

Event description:
Additional information was received from the healthcare provider's office on (B)(6) 2017. It was reported that the office had not seen the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the patient's weight at the time of the event was 99kg. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated there was a pump failure, delivery failure, and a motor stall (already reported). The patient experienced pain along with withdrawal, hospitalization and surgery all of which were already reported. The date of injury was noted as under investigation. The pump was explanted on (B)(6) 2015. No further complications were reported.